Event description:
It was reported that a tandem mobi cartridge alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The customer switched to a backup method, multiple daily injections (mdi), to ensure continued insulin delivery while a replacement pump was sent by technical support. The pump was under warranty, and instructions were provided for placing the pump into storage mode and returning it to tandem.